Event description:
It was reported during an aaa repair while using the #4 fogarty catheter the balloon broke inside the patient's artery in his leg. The balloon had been checked prior to use with no noted issues. The surgeon could not definitely say if any pieces of the balloon were retained.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received. (B)(4).

Manufacturer narrative:
One embolectomy catheter was received and initial examination revealed that the catheter body was in good condition; however, it was noted that the balloon appeared to be missing. Examination revealed that the proximal, distal windings and the balloon latex were found to be missing from the catheter tip. The balloon latex and both proximal and distal windings were not returned. The catheter body was found to be in good condition. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to the event. As per device IFU, this condition may occur when the pull force of 1.5 lbs on an inflated balloon has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). No actions will be taken at this time.